Manufacturer narrative:
Age at time of event: 18 years or older. Date of event and implant date corrected.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right radial artery. A percutaneous transluminal coronary angioplasty was performed on a 90% stenosed de novo, 22mm x 2.75mm, concentric target lesion with a greater or equal to 90 degree bend located in the severely tortuous and moderately calcified right coronary artery (rca). A non boston scientific (bsc) guide catheter was advanced to the rca coaxially and a non bsc guidewire was advanced and crossed the lesion. Predilatation was then performed with a non bsc balloon. Following predilatation, a 24 x 2.75 promus premier select stent was advanced, inflated at nominal pressure at 11 atmospheres, and deployed in the mid rca. Following stent deployment, an angiogram revealed an edge dissection. Considering patient safety, a 12 x 2.75 promus premier select was deployed proximal to the first stent, overlapping it and covered the dissection. The procedure was completed with a good outcome, and the patient was reported to be stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right radial artery. A percutaneous transluminal coronary angioplasty was performed on a 90% stenosed de novo, 22mm x 2.75mm, concentric target lesion with a greater or equal to 90 degree bend located in the severely tortuous and moderately calcified right coronary artery (rca). A non boston scientific (bsc) guide catheter was advanced to the rca coaxially and a non bsc guidewire was advanced and crossed the lesion. Predilatation was then performed with a non bsc balloon. Following predilatation, a 24 x 2.75 promus premier select stent was advanced, inflated at nominal pressure at 11 atmospheres, and deployed in the mid rca. Following stent deployment, an angiogram revealed an edge dissection. Considering patient safety, a 12 x 2.75 promus premier select was deployed proximal to the first stent, overlapping it and covered the dissection. The procedure was completed with a good outcome, and the patient was reported to be stable post procedure.